Event description:
Procedure type: colon resection. According to the reporter: the tip and the heel of both stapled well, but the middle did not seal the tissues. The surgeon had to redo the anastomosis. He removed the tissue where the misfire took place (lower bowel). There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).